Event description:
The pt reported to amo an unsatisfactory outcome with his lasik surgery. After the initial treatment, the pt reported that he was experiencing astigmatism and possibly dry eye. The clinic had inserted punctal plugs for dry eye. The pt indicated he was not able to drive at night. The pt reported that he had one enhancement in the left eye and two enhancements in his right eye to correct the visual concerns he was experiencing. His current visual acuity is 20/12.5 in both eyes; however, he reports that he has good distance vision in his right eye but poor near vision and good near vision in his left eye and poor distance vision. The pt 's original uncorrected visual acuity was 20/200 in the right eye and 20/120 in the left eye. The pt further reported that the clinic indicated that they were not able to use the tracker for the initial treatment.

Manufacturer narrative:
(B)(4) (induced astigmatism). The treating clinic contacted amo at the time of the initial treatment and reported issues with the tracker. An amo field service engineer examined the laser at the clinic location and was not able to duplicate the reported issue. No issues were found with the tracker. The amo clinical development manager in (B)(4) contacted the clinic and verified the pt's visual acuity of 1.5 (20/12.5) and also reported that the pt had an epithelium in-growth but according to the clinic, this did not require intervention.